Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer did not continue the service call. The reported problem was resolved by the customer via a system reboot. No conclusion can be drawn as no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited collimator iris too large errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.